Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the sleeve disconnect was very stiff and sticky, which was indicative of a snapped drive shaft. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse and/ or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the mechanism was locked on the motor device. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.